Event description:
An initial MDR regarding this case was filed 21-apr-2023 (report number: 3016798778-2023-00021). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs confirmed that backup pump (B)(6) was not in use on or after the date of the complaint. Logs show that (B)(6) generated a pump failure alarm due to remodulin ingress. The pump was disassembled and a hardware failure was identified. Pump (B)(6) alarmed as designed to alert the user and entered failsafe status. No cassettes were returned. The cause of the remodulin ingress cannot be determined, and no further investigation is possible.

Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6) 2023, and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient's brother reported a pump failure alarm. They attempted to use the backup pump but could not get it started. The patient then went to the hospital to continue to receive remodulin therapy. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.